Event description:
Event description cpi received information that this endotak lead was removed from service, along with an implantable cardioverter defibrillator (ICD) after the patient had expired. The out of service paperwork states the patient died of congestive heart failure. No allegation against the device.